Event description:
A patient with "good target" coronary arteries underwent a quadruple CABG procedure. Two saphenous vein (svgs) were anastomosed with connectors to the first diagonal and sequentially to the first and second obtuse marginal. According to the operative report, the deployed veins were "adequate" with "good" angle and "good" position. Intraoperatively, flow measured through the sequential graft was 19-20ml/min, which was considered "adequate" since the vein was small, and 35 ml/min through the first diagonal graft, which was considered "quite excellent". No intraoperative or early postoperative events occurred. Two months postoperatively, the patient presented with symptoms and coronary angiography showed the two grafts anastomosed with connectors were occluded. Percutaneous transluminal coronary angioplasty (ptca) and stent placement were performed and the patient was reported to be doing "good". It was also reported the vein grafts utlized were "small" and the surgeon believed this event was related to the use of a small vein. No additional information was received.